Event description:
Two stents were implanted at the mid and distal rca (overlapping) (MFR report# 2953200-2008-01247). A mi is reported to have occurred on the same day as stent implant. Investigator has not indicated the type of mi that occurred. Location of infarction was inferior. Investigator has indicated that during index procedure to stent the rca, a dissection occurred. Dissection occurred proximal to the stents with pericardial effusion. Investigator has indicated that event was related to the target lesion.

Manufacturer narrative:
Results - mi.